Event description:
It was reported that the customer's blood glucose settings caused fluctuations, with levels exceeding 500 mg/dl at times and dropping to 43 mg/dl at others. The lows occurred after chemo when their basal setting was initially increased too much and later became too low once chemotherapy was completed. The elevated glucose levels displayed as "high" on their device. The customer managed the high levels with a correction bolus via the pump and addressed the low levels by consuming carbohydrates. Cts helped the customer adjust the basal rate settings and advised consulting with their healthcare provider whenever making changes, which the customer understood and acknowledged.